Manufacturer narrative:
Section: h3, h6: the device, used in treatment, was not returned for evaluation. The images provided were reviewed a fracture was found, but the out of box failure could not be confirmed. A review of the complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no evidence to suspect that the product failed to meet any product specifications at the time of manufacture. With no other complaints for the batch, and no evidence that this type of damage can happen during the manufacturing process, probable causes could include but are not limited to surgical technique or an isolated event. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Section b5 was updated with the new information received. Internal complaint reference number: case-2021-00057296-1 section h1 and h6 were corrected according to the new information received.

Event description:
It was reported that, during tka surgery, an anthem ps hf insert sz 3-4 11mm (case-2021-00057296-1) insert was noticed to be broken when the packaging was opened before use. A delay of less than 30 minutes occurred due to this event, and the procedure was concluded using a smith and nephew backup insert. Neither patient injury nor other complications were reported.

Event description:
It was reported that, during tka surgery, an anthem ps hf insert sz 3-4 11 mm insert broke while instruments were inside patient. A delay of less than 30 minutes occurred due to this event, and the procedure was concluded using a smith and nephew backup insert. Neither patient injury nor other complications were reported.